Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrode tracking was occasionally intermittent and could not be maintained in any location. During subsequent evaluation, the transmitter was identified as flipped. The initial implant was performed on (B)(6) 2026, and was technically challenging due to tissue depth and patient body habitus (patient weight approximately 450 lbs). No electrode tracking issues were noted during this initial procedure. A repeat electrode implant was performed on (B)(6) 2026, at which time the flipped transmitter was identified. The transmitter pocket and placement were not revised during this procedure; therefore, suture-related issues could not be assessed. Per physician discussion, potential device manipulation by the patient was considered. The patient reported that at an unspecified date, he bent over and felt a "pop." A transmitter revision procedure is scheduled for (B)(6) 2026.